Manufacturer narrative:
When the perfusionist was powering down the system, he broke off switch. The system was being moved to the pump room, after being used for case. The field service representative (fsr) confirmed the reported issue. The fsr installed a new circuit breaker and performed a release test on the system base. The system operated to manufacturer specifications and was returned to clinical use. The suspect breaker was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the power switch was broken off the perfusion system. There were no reported adverse consequences to the patient.